Event description:
It was reported to boston scientific corp that a resolution clip device was used during a hemostasis procedure performed on (B)(6) 2009. According to the complainant, the oversheath detached from the handle during the procedure and the device was removed from the body. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).